Event description:
Our affiliate reports to us that during an arthroscopic shoulder procedure, a portion of the distal tip of the anchor inserter mechanism broke off into the anchor while the anchor was being deployed into the bone hole. The surgeon removed the anchor and the accompanying tip fragment from the bone hole and in place used competitor's device, "super revo", for fixation. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.